Event description:
It was reported that a flo-gard infusion pump experienced an f-49 alarm (malfunction in real time clock). There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, internal battery testing and functional testing were performed. During the power on self-test and the alarm log review the f-49 alarm was identified. The alarm was caused by a damaged battery. The battery was replaced, the configuration settings were reset and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.